Event description:
This report pertains to one of two devices used during the same procedure. Associated manufacturer report # 3005099803-2013-06425 pertains to the other device. It was reported to boston scientific corporation that a prefyx pps system was implanted on (B)(6) 2008. According to the complainant, the patient experienced an unknown injury. According to the physician's office, the patient was last seen on (B)(6) 2009 and reported continued incontinence. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Although the exact patient age is unknown, it was reported to be over 18 years old.